Manufacturer narrative:
Patient received bear implant and is doing fine.

Event description:
Dr. Was disappointed by the density of the bear. It was too dense and did not seem to have a porous side. This happened with two of the implants used on (B)(6) 2023. However, these were of the same lot as the one used on (B)(6) 2023. He is concerned about the variability between implants of the same lot and does not like the difficulty he had hydrating it. This is the first time he has had to use the blunt tipped needle to properly hydrate the bear. Dr. Specifically told me to make a note of it and did was not thrilled by the situation. Patient received bear implant and is doing fine.